Event description:
The pt called due the subject meter being in the wrong unit of measure (mmol/l vs. Mg/dl). The pt was unable/unwilling to answer if they had recently been in the meter's set-up mode and had changed the unit of measurement (to mmol/l). The pt did not experience any symptoms at unit of measurement (mg/dl). The pt did not experience any symptoms at the time of testing and does not recall the test result. They family member gave they a peanut better sandwich after testing. The pt did not seek medical attention or contact they physician for assistance. No allegation of harm or injury. This case is being reported a malfunction due to the fact that meter is in the wrong unit of measurement.